Event description:
I had an rt inguinal hernia repair 30 yr ago with sutures. Three yrs ago, I had a left inguinal hernia repair with polypropylene mesh. Last yr I had a biopsy of a lymph node near the mesh. The biopsy showed nhl. Could the nhl be a reaction to the mesh? Since hernia repair is the most common operation in the (B)(6), and nhl is number 6 cancer occurrence, is there any correlation of the two? Also, would it be wise to have the mesh removed?